Manufacturer narrative:
Corrected data: g4 - date received by manufacturer: 09-dec-2019 should be corrected to 05-dec-2019 in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
Patient identifier - (B)(4). Event - post op the reporter indicated that the exchanged lens (13.7mm) resulted in excess vault. So the surgeon attempted to exchange the lens back to a shorter length lens (13.2mm) but with another position of the lens axis. Reporter had stated "during explantation of the lens (13.7mm) there was an iris prolapse and because of this adverse event the surgeon had decided to cancel the intraocular surgery and will do a prk for refractive correction afterwards". See claim xxxxxx for the replacement lens complaint. (B)(4).

Manufacturer narrative:
Event- reporter stated "patient is fine". Claim xxxxxx should be corrected to claim# (B)(4). (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a vial/case in liquid. Visual inspection found the lens haptic broken and the optic strained. Diameter measurements not possible due to broken haptic. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.00/5.5/104 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault with rotation. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.